Manufacturer narrative:
The insulin pump passed displacement test and rewind test. Motor error alarmed during basic occlusion test due to moisture damage on faulty force sensor resistor noted. Motor was tested outside of the unit and passed. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.